Event description:
It was reported that a haptic tore off as the surgeon inserted an aq2010v three piece silicone lens. The lens was removed without any pt injury. This customer uses a competitor's injection system which is considered off label use.

Manufacturer narrative:
Haptic broken. Evaluation: results: visual inspection of the returned product showed that a haptic was torn off and evidence of a clear surgical residue. Conclusion: based on the complaint history and the evaluation of the returned product, a likely root cause of the event has been determined to be due to the off-label use of the a competitor's injection system with this model lens.